Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the bolus not delivered. The customer¿s blood glucose was 242 mg/dl at the time of incident. The customer's other blood glucose was 268 mg/dl. The customer decline troubleshooting. The insulin pump will not be returned for analysis.